Event description:
During a ptca/stenting treatment procedure, the maverick otw 20/1.5 mm balloon ruptured. The patient was asymptomatic during this event. Cypher stents had been deployed successfully in the left anterior descending (lad) and 1st diagonal (d1) coronary arteries. Then, the maverick otw 20/1.5 mm balloon was used for collateral vessel dilatation, but ruptured at 8 atms on the initial inflation. The lesion being treated was calcified and 90% stenotic. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a mach1 guide catheter to cross the lesion. The maverick otw balloon was removed and replaced with medtronic sprinter 1.5/15 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'